Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided assistance in resetting the pump. After the reset, the malfunction did not recur, and the customer was informed that they could continue using the pump. The customer was advised to call back if any issues arose again, and they understood these instructions.